Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had hyperglycemia event on (B)(6) 2026. The patient got hospitalized due to high blood glucose and treated with insulin pump. The patient was experienced slight red and swollen in the left lower abdomen.